Manufacturer narrative:
G4: 21feb2020. B4:(B)(6)2020. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be duplicated and no fault was found on the returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24dec2019 b4: (B)(6) 2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen to correct the reported issue. After this repair, the unit was cleaned and functionality tests were performed. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/12/2019.

Event description:
The customer reported a ventilator with a touch screen issue. There was no patient involvement or harm.